Event description:
Philips received a complaint on the patient information center ix indicating the system is not making an alarm sound. The device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the system and found that alarms were not producing any sound, making it difficult for the user to monitor patient vitals through the surveillance station. The fse rebooted the pic ix station, but the issue was not resolved. The fse then reconfigured the system using the system validation process and identified that the monitor speaker was set as the default. The fse changed the setting to the external speaker and performed system validation again. Alarm sounds were restored through the speaker and the system is now operational. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.